Event description:
Customer reported that after a CT lucia 602 lens had been implanted, the doctor noticed that it had a defect. An indentation or crease along the lens was noticed. The doctor promptly removed the lens and replaced with another one. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, including the device history record, risk assessment for the lucia 3-piece iol, and our experience, the following factors may have caused or contributed to the reported issue: improper handling: the lens may have been mishandled during the surgical process, leading to the indentation or crease observed in the lens. This could occur during the loading of the lens into the injector or during implantation. Injector misalignment: the lens could have been improperly loaded into the injector, causing the crease or indentation when the lens was advanced through the injector. Surgical technique: the surgical technique used during implantation may have contributed to the lens deformity, particularly if excessive force was applied or if the instrument used was not aligned correctly. Given that the device is not yet received not available for evaluation, the exact cause cannot be definitively determined, but the factors above are considered the most likely contributors.

Manufacturer narrative:
Description of changes: field b4: added "date of this report" 09/12/2024. Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "correction." Field h11: added description of changes.